Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Locknuts on the wheel lock become loose. Have to tighten them frequently.